Event description:
Additional information was received for this (B)(4) study patient/review of the cec adjudication minutes indicated: mi (protocol definition) -disagree; arc [periprocedural pci] - related to device/related to procedure - agree; stent thrombosis (protocol definition) - disagree; stent thrombosis (arc definition) - disagree. The patient presented with a positive ischemia study, ccs class iii angina, and a 95% stenosis in the proximal lad. The patient underwent the index procedure with pre-stent balloon angioplasty and placement of one study stent/cypher 2.5 x 23 mm. In the proximal lad. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. The ECG core lab report is unavailable. Additional data, including ECG tracings taken during this admission was requested. The site responded that the patient did not have any reportable adverse events and provided no requested documentation.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi per the (B)(4) minutes. This is a (B)(6) male with medical history including angina, positive functional study for ischemia, most recent pci (B)(6) 2007, history of peripheral artery disease, hyperlipidemia, hypertension, most recent mi (B)(6) 2007, history of pvd/claudication, smoking greater than 30 days, gastro-intestinal reflux, contrast dye allergy, either simvastatin or zetia allergy (study drug improve-it) and had to come off drug. The patient presented with a positive ischemia study, ccs class iii angina, and a 95% stenosis in the proximal lad. The patient underwent the index procedure with pre-stent balloon angioplasty and placement of one study stent cypher 2.5 x 23 mm in the proximal lad. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. Prior to procedure, on (B)(6) 2010, at 10:05, the ck was 76 (nl 232, ratio <1), the ckmb was 2.9 (nl 5.9, ratio <1) and the troponin I was 0.04 (nl 0.05, ratio <1). Post-procedure, on (B)(6) 2010, at 17:30, the ck was 77 (ratio <1), the ckmb was 3.5 (ratio <1) and the troponin I was 0.07 (nl 0.05, ratio 1.4). On (B)(6) 2010, at 01:14, the ck was 85 (ratio <1), the ckmb was 4.6 (ratio <1) and the troponin I was 0.31 (nl 0.05, ratio 6.2). This enzyme elevation event has been deemed by the (B)(4) committee to be an arc (peri-procedural pci) thus the file was coded for mi. The ECG core lab report is unavailable. Additional data, including ECG tracings taken during this admission was requested. The site responded that the patient did not have any reportable adverse events and provided no requested documentation. The post procedure course was uncomplicated and the patient was discharged the following day on dual anti-platelet therapy. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15096569 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.